Event description:
It was reported that the patient experienced unspecified issues with his artificial urinary sphincter (aus). The aus was previously removed due to unknown reason and a new aus system was further implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The aus was replaced due to the patient was urinary incontinent again. The specific issue with the device is unknown.